Manufacturer narrative:
The reported event was confirmed through functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to a damaged motor controller board. Upon visual inspection, noticed cracks on the top cover and front enclosure and observed damaged bottom enclosure. The top cover, front enclosure and bottom enclosure needs to be replaced to remedy this problem. The autopulse platform is a reusable device and was manufactured in 2011 and is 7 years old, well beyond the expected service life of five years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Upon powering up the autopulse platform, observed no lcd backlight on the platform screen. The autopulse platform failed during initial functional testing due to ua17 (motor on for too long during active operation) error message. Archive data review showed occurrence of multiple ua17 error messages. The drivetrain and motor controller board needs to be replaced to remedy the problem. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory 17 is an indication that the lifeband is twisted or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) was observed with no lcd backlight on the user control panel. No patient involvement.